Event description:
It was reported that the patient had an or date for exploration of a vns revision. The revision took place on (B)(6) 2011. Additional information was received from the patient's surgeon's office on (B)(6) 2011, indicating that the patient underwent a lead revision on (B)(6) 2011, due to painful stimulation. The physician suspected that there was a device malfunction. The patient's generator had previously been disabled because the patient was complaining of painful muscle spasms in the neck. During the revision surgery, a cervical dissection of the patient's 10th cranial nerve was also performed. No diagnostics were provided and there were no specifics available regarding the type of lead malfunction which may have been occurring. The patient's generator was turned back on during a follow up visit on (B)(6) 2011. While following up with the surgeon's office, it was also indicated that, since the patient,s recent revision, the patient is experiencing vocal cord paralysis. This will be reported under medwatch number: 1644487-2011-02436 attempts for additional information and product return have been unsuccessful to date.

Event description:
Additional information was received from the patient's neurologist indicating that the suspected lead issue was causing the muscle spasms. There was no believed trauma or manipulation that caused the lead issue. Diagnostic results were not provided, and there were no details on the suspected type of device issue; high impedance, low impedance, leads fracture, etc. The explanted products have not been returned to date.